Event description:
It was reported that the user experienced low blood glucose readings and treated with fast-acting carbohydrates, while concurrent fingerstick testing showed a discrepant high value consistent with a continuous glucose sensor inaccuracy; the user changed the sensor and supplies and later obtained concordant sensor and fingerstick values within target. Symptoms included hypoglycemia with a low of 54 mg/dl. Outcomes included no medical intervention beyond self-treatment and no healthcare facility involvement. Investigation included troubleshooting, user education, and follow-up. Investigation of this case revealed fluctuating sensor readings, a sensor error, and subsequent restoration of accurate readings after sensor replacement. It was concluded that the event was related to hypoglycemia reporting with cause unclear and a suspect sensor performance issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.